Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump allowing the customer to successfully resume insulin therapy.